Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t4-l3 with pedicle screws at t4-6 and t10-l3 on the left side and t7-12 and l2-3 on the right side. Hooks were placed at t4 and t5. At the time of extubation, pneumothorax was found. Postoperative CT examination revealed nothing to suggest instrumentation failure including screw deviation. The patient was treated for pneumothorax at ICU and was to be transferred to a general ward. Per the surgeon, the cause of the event was unknown. He commented that the event was not due to implants and it might be attributed to excessive correction.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.